Event description:
Reported as: transaxillary access, not too tortuous, using 7f balkin sheath. The catheter was unable to be withdrawn. The sheath had to be withdrawn as well as the wire.

Manufacturer narrative:
Initial information received did not indicate reportability. Review of device investigation, performed on 08/09/2006 supplied information that initiated this report. The p4015 device is inidicated for use with an 8f sheath. Use of the 7f sheath may have contributed to the difficulty in retracting the device. Reference IFU for appropriate warning regarding wire prolapse. Warning: never advance the distal tip of the catheter near the floopy end of the guidewire. A catheter advanced to this position may not follow the guidewire when it is retracted and cause the guidewire to buckle into a loop. If this occurs, catheter and guidewire should be removed together to prevent potential damage to vessel walls. If resistance is still felt, the sheath should also be removed as part of the unit.